Manufacturer narrative:
A visual inspection was performed on the returned device. The reported kink was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported kink appears to be related to circumstances of the procedure. The catheter sheath was noted to be kinked and bent, which are consistent with the reported catheter damage (kink). In this case, it is likely that the kink was caused by the use techniques employed or the patient¿s anatomical conditions. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated h6: medical device problem code 1546 was removed and code 2889 was added.

Event description:
Subsequent to the initially filed report, additional information was received. The shaft of the catheter was kinked during advancement not ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the dragonfly opstar imaging catheter was used during the procedure. However, the shaft of the catheter was found to have ruptured during advancement. Therefore, the catheter was removed and an unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.